Manufacturer narrative:
(B)(4). This report is being submitted late as it has been identified in remediation. Complaint sample was evaluated and the reported event was confirmed. The complaint was confirmed as the product was not inside the package. The tamper evident feature of the package had been compromised, so it is impossible to know the condition of the part when it reached the customer as well and when the product could have been removed from the package. There is no root cause and therefore no corrective action. The risk is properly identified and scored as it relates to the internal process at biomet. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the distributorship received an empty package missing the g7 positioning guide post. No patient involvement.